Manufacturer narrative:
It was reported that the control syringe malfunctioned. Reportedly the syringe did not tighten and kept coming off of its attachment. No additional details are available related to the customer reported issue. The customer contact was unwilling to provide further incident details to the manufacturer. No sample was returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the control syringe malfunctioned. Reportedly the syringe did not tighten and kept coming off of its attachment during the procedure.